Manufacturer narrative:
Product analysis: visually confirmed approximately ~4mm of the instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis of both instruments identified a fairly flat fracture surface and circular material movement, consistent with torsional overload. The above findings are consistent with torsional overload.

Event description:
It was reported that the patient underwent a lumbar revision procedure of l5-s1. During procedure, the tip of the hex driver broke off. The product came in contact with the patient. No patient complications were reported. No fragments of the device remained in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.